Event description:
The hcp reported a catheter kink/occlusion detected via x-ray observation. The patient complained of increased pain during the past two months despite medication titration efforts. The hcp explanted and replaced the catheter and the patient recovered without sequela. The drug contained in the patient's pump was fentanyl (1000.0 mcg/ml) and bupivacaine (25.0 mg/ml) delivered at 0.25 mg/day.

Manufacturer narrative:
.